Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022 batch #: unknown. Additional information was requested and the following was obtained: on one device, the white tissue pad was completely missing, and on the 2nd device, the pad was hanging off. The 3rd device worked fine and the surgeon completed the case with no injury to the patient. The devices were discarded after the case, so they were not returned for analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic hysterectomy the tissue pad was 'falling off.' Another device was used. The case is still ongoing.